Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the front case with keypad of a pcu module will be replaced.

Event description:
It was reported that allegedly the front case with keypad of a pcu module will be replaced.

Manufacturer narrative:
The customer reported complaint of the front case with keypad of a pcu module (shorted) keypad will be replaced was confirmed. External and internal inspection was performed on. During external inspection, the keypad was observed to be in good condition with no issues observed. During internal inspection, 1 out of 1 keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. The front case/keypad assemblies was observed with sign of contamination where the flex cable meets the circuit layer on the case/keypad received. A keypad test was performed on the returned keypad using cad pcu test fixture. The keypad was installed on the test fixture, powered on and placed in maintenance mode. Keypad that fail to power on the cad pcu test fixture with the system on key had the test fixture keypad utilized to power on in maintenance mode for completion of keypad testing. Test results identified (B)(6) no plug in power light indicator. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3: only the front case assembly with keypad was provided for investigation.